Event description:
Customer sustained an injury to his right index finger tip while using the microtome. He was cut by the microtome blade. The customer went to the emergency room at hospital. Stitches were not required, only a bandage was necessary.

Manufacturer narrative:
The investigation revealed the following: the microtomes safety guard was broken the day before, so presumably the lab temporary employee could not identify the defective knife holder, and had been cut on the right index finger. The knife holder with the knife guard was complete replaced, and a performance test was conducted to ensure that the device was working properly.